Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix partly retracted and tissue visible in it. Used alcohol to loosen tissue, helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was difficult to place and the helix would not extend. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.